Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the drug withdrawal and prior to injection the bd plastipak¿ syringe leaked past the stopper during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Additional information: medical device lot #: 1410320, medical device expiration date: 09/30/2019, device manufacture date: 11/06/2014. Investigation summary: one picture has been received for investigation. On visual inspection of the sample received leakage past the stopper can be observed. The stopper is correctly assembled to the plunger and no damage or molding defect can be observed in any of the components that could have caused this defect. Ten retained samples of 20ll lot 1410320 are evaluated. On visual inspection of the ten retained samples, no damage or molding defect can be observed in any of them and the stopper is correctly assembled to the plunger. DHR of lot 1410320 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: leak testing was performed on the 10 retained samples according to procedure and iso 7886-1 annex d and no leakage was observed. The syringes were disassembled without observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso7886 annex d, a definitive root cause cannot be determined.